Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt has been taken back to the or for excision of exposed mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.